Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping "). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. B34603,b59453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy on 13-jun-2016) and surgery (dilation and curettage). Essure was removed on 13-jun-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, ovarian cyst, allergy to metals and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: total bilateral occlusion further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received, new reporter ,lab data, essure indication ,lot number ,event abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: ovarian cysts, nickel allergy, dysmenorrhea (cramping), pain were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.